Event description:
I test my blood at home with a roche coaguchek machine and test strips. I received a letter from where I purchased the test strips saying that there was a recall of test strips #3116239- due to "potential for erroneous test results due to insufficient active ingredient in the test strip" and may have a "potential for falsely high results." I recently have had several high to very high inr results. I stopped my warfarin as per my doctor's instructions and retested a few days later. For example my inr was 4.7 and 2 days later my inr was 2.0. I am not sure now if I should have adjusted my anti-coagulant. Of course my doctor was unaware at the time that there would be a recall of the test strips. Now I have no test strips to check my inr. Supplier could not tell me when new, replacement test strips would be available. I wanted to report this to the FDA. Supplier said that there was only one adverse event, but I think that there are more, like myself. Supplier would not take this information that I am relating to you now.